Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received: adding UDI#: (B)(4). Adding lot#: 410728. Adding implant date: on (B)(6) 2017. Adding explant date: on (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog#: unknown atis ev implant to osseospeed ev 4.2 c - 13 mm catalog#: 25265. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code -4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930 + 1932. Medical device problem code - 2408. This is a follow up report for the corrected codes.

Manufacturer narrative:
In the 1st follow up report for this complaint the codes did not populate in the fields in section h6 but the verbiage was included in the additional manufacturer narrative and corrected data fields. This follow up is adding those codes that did not populate in section h6 in the 1st follow up report. Adding these codes: health effect - clinical code - 1930 + 1932. Medical device problem code - 2408. Investigation conclusions code - 50. This is a follow up report for these codes.